Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. Customer¿s blood glucose level was 175 mg/dl. Customer stated that insulin pump had stopped working and they were unable to clear the alarm. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed.(B)(4).